Event description:
A suction canister exploded during an operating room procedure. The bottom of the canister broke sending shards all over the floor. No injury to the patient or the or team seen. Suction canister set was changed with no issues encountered with the new set. Defective canister was set aside and saved.